Event description:
It was reported that there were erroneous results on patient samples with bd calibrite¿ 3 beads. There was no delay in treatment and no patient impact. The following information was provided by the initial reporter: could you please provide the beads material # ? Reagent used; 340486 - calibrite 3 color beads kit 25 tests ivd , batch: 0097191, 340487 - calibrite apc beads 25 tests ivd, batch: 830480, 340487 - calibrite apc beads 25 tests ivd, batch: 92679. Edione reis : 2020-12-09 11:13:58 (gmt): in a new telephone contact to monitor the case, he was informed by the laboratory that the problems were not repeated, the routine remains normal. Edione reis : 2020-12-08 17:09:58 (gmt): the client was asked for new files to continue the investigation. Rosmary penafiel,dec 03,2020: facscomp report attached. 342975 - facscalibur cytometer 4 color basic ivd - serial number: (B)(6). Edione reis : 2020-11-25 18:57:50 (gmt): customer reports that compensation made with calibrite (340486 - calibrite 3 color beads kit 25 tests ivd , batch: 0097191 ) is not passing when using the apc reagent (340487 - calibrite apc beads 25 tests ivd, batch: 830480). The same calibrite, combined with another apc batch ( 340487 - calibrite apc beads 25 tests ivd, batch: 92679) it pass. Failure in fl3 separation, no manual gate adjustment was made. Calibrite lot 0097191 that is not passing is already close to the expiration date (11/30/2020). Files were requested to attach to the case and proceed with the investigation. Edione reis : 2020-11-25 18:46:20 (gmt); reality customer.

Manufacturer narrative:
After further investigation the mdr2916837-2020-00322 was deemed not reportable and should not have been filed. This complaint is not MDR reportable. "This is pre-patient testing to qualify the reagent. If it passes qc even though there is variation, customer can still obtain the correct result. Also, some customers qc specifications window is a lot tighter than our qc window spec. This is quite common. Finally, this could be used on a non-bd instrument such as coulter."

Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there were erroneous results on patient samples with bd calibrite" 3 beads. There was no delay in treatment and no patient impact. The following information was provided by the initial reporter: could you please provide the beads material # reagent used. 340486, calibrite 3 color beads kit 25 tests ivd, batch: 0097191. 340487, calibrite apc beads 25 tests ivd, batch: 830480. 340487, calibrite apc beads 25 tests ivd, batch: 92679. (B)(6): (B)(6) 2020 at 11:13:58 (gmt). In a new telephone contact to monitor the case, he was informed by the laboratory that the problems were not repeated, the routine remains normal. (B)(6): (B)(6) 2020 at 17:09:58 (gmt). The client was asked for new files to continue the investigation. (B)(6): (B)(6) 2020. 342975, facscalibur cytometer 4 color basic ivd: serial number: (B)(4). (B)(6): (B)(6) 2020 at 18:57:50 (gmt). Customer reports that compensation made with calibrite (340486 - calibrite 3 color beads kit 25 tests ivd, batch: 0097191 is not passing when using the apc reagent (340487 - calibrite apc beads 25 tests ivd, batch: 830480). The same calibrite, combined with another apc batch ( 340487 - calibrite apc beads 25 tests ivd, batch: 92679) it pass. Failure in fl3 separation, no manual gate adjustment was made. Calibrite lot#: 0097191 that is not passing is already close to the expiration date (11/30/20). Files were requested to attach to the case, and proceed with the investigation. (B)(6): (B)(6) 2020 at 18:46:20 (gmt). Reality customer.